Event description:
It was reported that the insulin pump had prime/fill anomaly. Customer stated the insulin squirted out during prime. Troubleshooting was done. Advised the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump passed displacement test. However, unable to prime unit during the prime and compromised force sensor test and motor error alarm during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump received with cracked display window and case at display window corners.